Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient tested 6.8 inr on the coaguchek xs plus system while a comparison lab returned as 4.9 inr. Patient's warfarin dose was discontinued based on the meter result. No adverse event reported. Requested return of suspect system.